Manufacturer narrative:
This is the same event as 3010536692-2015-01378.

Event description:
Allegedly, patient was revised due to: elevated blood cobalt and excruciating hip pain; fluid containing caseous necrotic material; large amount of metallosis surrounding the prosthesis.